Event description:
It was reported that following a fall, the patient experienced a loss of therapeutic effect with the stimulation in the wrong area. The details of the fall were unknown. Review of impedances revealed that electrodes 0, 1, 7 and 9 were all open circuits reading >10000. All other impedances were in normal range of 500 to 1500. No short circuits were present. Reprogramming was reported to have helped the stimulation coverage, but not to 100% as prior to the fall.

Manufacturer narrative:
Lead model 3777-75, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown, lead model 3777-75, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown, extension model 3708140, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown, extension model 3708140, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown.